Event description:
It was reported that when the lead was connected to the analyzer, no sensing was available. The status of the analyzer is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.